Manufacturer narrative:
(B)(4). The carefusion technical support specialist provided the third party service company with several troubleshooting recommendations in order to determine if the issue was caused by the aftermarket batteries or gas delivery engine. As of january 29, 2015 the third party service company has not provided information regarding his troubleshooting results.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a third party service company., "this vent was not on a patient. [Name removed] is trying to get this vent running and has third party batteries being used. They were recently replaced and the unit will only switch to dc and run for about 1-2 minutes then dies. The status indicator shows a green light and when the battery dies a red led."